Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. The right ventricular lead exhibited loss of capture in bipolar configuration, the lead captured when programmed to unipolar configuration and the r-waves had decreased. Chest x-ray was ordered. The patient was asymptomatic to the event and was in stable condition. No additional information or intervention was reported.

Event description:
New information received noted the patient's right ventricular lead was dislodged. The lead was successfully repositioned on (B)(6) 2019. The patient was stable throughout.